Manufacturer narrative:
This case was assessed as reportable to the FDA as the event panic attack (pt: panic attack), was deemed to meet serious injury criteria of hospitalization. The device history record for belotero balance lidocaine, lot number b00017960, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2024-00058 referring to the same patient. This case was linked to lssmv case number (B)(4) and (B)(4) referring to the same patient. The events pain and swelling were considered as symptoms of inflammation and were therefore not coded. The event difficulty breathing was considered as a symptom of panic attack and was therefore not coded. This spontaneous report was received from a costa rican physician and concerns a female patient. She was injected with belotero balance into the neck (off label use of device). Batch number was reported as b00017960. A lot search in the global safety database was conducted. The patient was concomitantly injected with radiesse, into the neck, in a hybrid treatment, with radiesse into the face and with botulinum toxin. Batch number for radiesse was reported as a00119440. The patients medical history included panic attacks. One day after the belotero balance injection, the patient experienced pain and swelling in the injection area, mainly in the neck, respiratory problems (also reported as difficulty breathing) and high degree of inflammation. As reported, the patient decided to hospitalize herself. The physician went to visit the patient in the hospital and found her in perfect health, with ecchymosis at some injection site but no apparent swelling. Laboratory data included electrocardiogram (reported as ECG), d-dimer, c-reactive protein (reported as crp) and complete blood count (reported as cbc), which showed no abnormalities. Due to the provided information, the outcome of the event inflammation was considered as resolving. The outcome of the events panic attack and ecchymosis was unknown. In the opinion of the reporter, the patient possibly felt some discomfort after the injection site which triggered another attack, that lead her to hospitalize herself. Follow-up information was received on 13-jun-2024: the product was changed from belotero balance to belotero balance lidocaine. The batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00017960 (expiry date: 11/2024).